Event description:
A technician reported an unspecified number of femto second flap generated cases with insufficient cut depth, stromal bed irregularities, and flap tears. The reporter indicated an approximate twenty to thirty micron difference from targeted programmed thickness. Additional information has been requested, however, reporter has indicated this information is not available.

Manufacturer narrative:
Evaluation summary: no sample is expected to be returned for evaluation. During the technical onsite visit the tm (territory manager) performed z-offset verification and service installation records to specification. During cas (clinical application support) onsite visit the cas increased spot and line separation for bed cut and widened canal setting. With the change of settings the beds cut appeared fine and the flap lifts easily. The cas recommended widening s&l before adjusting energy levels. The logfile review could not be done, as the exact treatment day was requested by not provided by the reporter. The root cause could not be identified conclusively. The possible root cause could be the settings of spot and line separation and setting of energy by the user. (B)(4).

Manufacturer narrative:
The investigation is in progress. The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. Additional information has been requested, however, reporter has indicated this information is not available. The manufacturer internal reference number is: 2015-22892